Event description:
It was reported that during a device changeout procedure, a repair sleeve was placed in this right ventricular (rv) lead for unspecified reasons. Evidence suggests this lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).